Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual dinner meal while blood glucose was near the lower end of the target range, and the caller questioned whether the pump caused the low. Symptoms included low blood glucose with a recorded value of 69 mg/dl. Outcomes included self-treatment with oral glucose tablets and return of blood glucose to range without medical intervention or hospitalization. Investigation included troubleshooting and education regarding timing of meal announcements at lower glucose values. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause, with user behavior (meal announcement at a low glucose) explained as a potential contributor; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.